Manufacturer narrative:
Additional information received by smiths medical on 09-nov-2020 via email that there was no patient involved. Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with cracked on right plunger case. Investigation unable to download ehl due to power up problem. Visual inspection and power up process were performed. The customer reported problem was confirmed. However, investigation unable to power up pump. According to the investigation, the pump main board does not operate as intended which cause the reported problem. The investigation reported that the pump will not be repaired due v3.0.6 (was able to verify the software version at power up and unable to power up pump after) is no longer in service since the end of dec-2018. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump had an error code: not holding end of syringe flange. There was no reported adverse event.